Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom it was reported that patient faced five infusion sets fell off during use events between 27-apr-2024 and 20-may-2024. The infusion set was in use for 24 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Device 4 of 5.